Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for difficulty deploying the clip. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The clip delivery system was advanced to the mitral valve and mitraclip was implanted without issue. During deployment, and while the operator manipulated the actuator knob per IFU, there was unusual resistance while rotating the actuator knob and the knob would spin back in the other direction after the operator turned it counterclockwise. After the actuator knob was turned 8 times counterclockwise, the knob and mandrel retracted out of the delivery catheter handle as a unit. The delivery system was removed from the anatomy and the mitraclip remained implanted, stable and well seated at the intended area. The mr had been reduced to grade 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was received.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the difficulty deploying the clip appears to be related to the physical resistance of the actuator knob (procedural conditions). The investigation was unable to determine a definitive cause for the difficult actuator knob retraction. The investigation determined that the reported device operates differently than expected (excessive knob retraction), was due to the tolerance stack up of the actuator coupler being retracted into the compression coil. This is normal function of the device and is not associated with a device issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filled medwatch report, additional information was received: the actuator knob and mandrel retracted out the delivery system further than expected although it remained still attached to the device.